Manufacturer narrative:
Additional information: e3, g2 (add source), h4, h6 (update codes), h11. H4: the lot was manufactured between november 15-17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested a possible no flow. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume folfusor. At the time of disconnection of the device, it was observed that the folfusor had not infused any of the medication. The pump was filled with pipercillin/tazobactum. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.